Event description:
Event description guidant received information that the implantable lead displayed elevated impedance and threshold measurements one day post implant. Guidant received additional information that the cause of the problem was isolated to a microdislodgement.